Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure the patient reported near and far blurred vision; not happy. Problem with adjustment to multifocal iol. Iol exchanged in a secondary procedure for a different model iol. Additional information was provided that the replacement iol is .5 diopter difference in power than the initial iol.